Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient hospitalized due to diabetic ketoacidosis and infections. Patient reported infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event on 09 may 2026.